Event description:
It was reported that during a da vinci s hysterectomy procedure the shaft of the monopolar curved scissors instrument broke at the distal end. The planned surgical procedure was successfully completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the tube extension dislodged from the main tube. The main tube is intact, however, the entire tube extension wall is circumferentially broken at the base of the axial keys. As a result, the tube extension can be rotated 360 degrees. No pieces are missing. Engineering also observed charring on various distal end components. The tube extension has a section located directly below the fracture surface that exhibits charring/localized melting, indicating that an arcing event likely occurred. The instrument was disassembled and char marks were found on the main tube, hypotubes, and inner surface of the metal reinforcement ring. The evidence is not conclusive, however, the breakage of the tube extension likely created a path for energy to escape. No other damage was found.